Manufacturer narrative:
The reported event for a helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to extend. The lead was not used ,and replaced during procedure. The patient was stable.